Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? R./yes if yes, how was the device removed? R,/ the device enters the patient closed, and never opened after entering the cavity. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? R./squeeze the shutoff trigger while simultaneously depressing the anvil release button and the blade reverse switch. Did the jaws eventually open? R./no. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. A manufacturing record evaluation was performed for the finished device lot/batch number, x95j9u, and no non-conformances were identified. Manufacturing date: 08/21/2022, expiration date: 07/31/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the first shot had not been fired and it stayed closed, it did not open to relocate where the shot was needed. No patient consequences reported. No further information is available.